Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. A follow up computed tomography (CT) showed a type 3a endoleak. The physician is planning a secondary intervention to resolve the endoleak. There have been no reports to endologix about the patient having a secondary intervention.

Manufacturer narrative:
At the completion of the clinical evaluation there was evidence to support the following reported events; successful endovascular procedure. The reported endoleak type iiia was refuted, rather there were evidence to support an endoleak type iiib and type ii. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity, which included a 26% stent cage dilation, was due to the strata material, which was likely related to the suboptimal placement of the right limb stent superior to the flow divider (user error). There were no procedure-related issues. Patent inferior mesenteric artery (a cautionary product use condition) and the use of anticoagulation most likely contributed to the type ii endoleak near the superior stent margin of the main body stent. Associated clinical harms for this device failure included: type iiib endoleak; additional endovascular repair; and, type ii endoleak. The final patient disposition was known to be stable. (B)(4) was removed.